Event description:
Patient reported capsular contracture, baker grade unknown, and ¿I have pain that is moving to under my arm, and my implants feel really heavy.¿ affected side is right. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.